Event description:
It was reported that the patient heard an alert sound from the device. It was determined that the right ventricular (rv) lead experienced high impedance due to an "apparent fracture" of the lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment was returned and analyzed. The outer tubing displayed a cosmetic depression. Environmental stress cracking was observed on the outer tubing overlay. No anomalies were found.